Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The patient's blood glucose of the time was 199 mg/dl. The customer stated the alarm occurred during basal. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units. The customer stated that insulin did not exit and the pump alarmed no delivery. The customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will not be returned for analysis.